Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured immediately after inflation and a pinhole was noted at the proximal side of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.